Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010, patient reported she was hospitalized on (B)(6) 2010 for ketoacidosis and a heart attack. Patient was at work around 10 a.m., tested her blood glucose, and it was 320 mg/dl. Patient changed infusion site and bolused through infusion device, but her blood glucose continued to elevate. At 2 p.m., blood glucose had elevated to 600 mg/dl. Patient went to the hospital between 3:30-4:00 p.m. And blood glucose tested at 740 mg/dl. Patient experienced heart palpitations and was placed on a monitor. Patient was found to be dehydrated, in ketoacidosis, and she was having a heart attack. Patient was placed in cardiac ward of intensive care unit. Patient was taken off infusion device and placed on an IV. Patient was released the following day a 2 p.m., and blood glucose was 320 mg/dl at discharge. Patient was advised to use injection therapy until follow-up with her physician. Patient met endocrinologist following discharge from hospital and was advised to stay on injection therapy. Patient states she "has too much scar tissue to use the pump at this time." Patient would insert new infusion sites, and insulin would come back up through the top of the site within 5-6 hours. Patient reports her body was not absorbing insulin. Blood glucose returned to normal range of 115 mg/dl after starting injection therapy. Patient¿s insulin was no expired. Time and basal rates were set correctly on infusion device. Infusion device was not dropped or exposed to water or insulin ingress. Patient did receive occlusion (e4) errors due to poor absorption and scar tissue. Pt did not reuse cartridge and changed adapters regularly. Patient did not make any allegations against infusion device or related products and said hyperglycemia was due to "me and my situation." No product was requested for evaluation.